Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t9mt, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding an intraoperative procedure involving a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. An issue of high amplitude was reported. On (B)(6) 2019, intraoperatively, the bare wires were exposed and the insulation was loose. As a result the hcp replaced the lead and the issue was resolved at the time of the report. When providing more details about the surgical intervention, the rep reported that the lead insulation had been loose and exposed bare wire just above the number 3 electrode. The lead was fully replaced along with the neurostimulator and the new system was operating as expected. It was noted that the device would be returned. Additional information was received from a health care physician (hcp) via a manufacturer representative (rep) on (B)(6) 2019. When asked for clarification of the rep¿s reply of ¿high amplitude 6-7 v¿ to the inquiry asking to describe the issue being reported, the rep replied that the patient had come into pre-op with their stimulator operating at 6.5 v. The health care physician (hcp) had planned to replace the lead and the stimulator and when disconnecting the lead it was discovered that the insulation proximal to the #3 electrode had been stripped back. The rep noted it was unclear whether the insulation pulled back when the physician removed the lead from the ins or whether it had been that way prior to removing it. The hcp was noted by the rep to have followed the proper procedure: loosening the screw prior to pulling the lead out of the ipg and the rep noted the hcp did not use undue force. It was also noted the affected device and lead were going to be returned by the rep and that this information had been confirmed with the hcp. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va0t9mt implanted: (B)(6) 2015 explanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to the inquiry for status of the device, the rep replied that the account ended up discarding the product so the manufacturer representative (rep) did not have it for return. There were no further complications reported.